Event description:
It was reported to philips that the ac led light on the device would not stay on due to a defective ac power module. It was also noted by the customer that the faulty component would fail to charge an installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.